Manufacturer narrative:
The reported issue was inconclusive. Root cause was not able to be isolated as unit was not evaluated. Tried powering the arctic sun device off and back on and it alerted 05 water reservoir empty. Unable to clear alert. Screen still frozen. Powered device off and back on again, but device booted up to alert message frozen on screen. Advised they will need to swap out to an alternate device. Nurse noted this was their only as. Noted they will need to determine an alternate method for therapy. Nurse stated they were going to call the house supervisor to get another device couriered from downtown. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Based on the results of the investigation, no additional actions can be taken. Corrections: d, e. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they were running therapy and touch screen froze. Tried powering the arctic sun device off and back on and it alerted 05 water reservoir empty. Unable to clear alert. Screen still frozen. Powered device off and back on again, but device booted up to alert message frozen on screen. Advised they will need to swap out to an alternate device. Nurse noted this was their only as. Noted they will need to determine an alternate method for therapy. Nurse stated they were going to call the house supervisor to get another device couriered from downtown. Sn (B)(6).

Event description:
It was reported that the nurse stated they were running therapy and touch screen froze. Tried powering the arctic sun device off and back on and it alerted 05 water reservoir empty. Unable to clear alert. Screen still frozen. Powered device off and back on again, but device booted up to alert message frozen on screen. Advised they will need to swap out to an alternate device. Nurse noted this was their only as. Noted they will need to determine an alternate method for therapy. Nurse stated they were going to call the house supervisor to get another device couriered from downtown. Sn (B)(6).

Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.